Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The material deformation was confirmed. The failure to advance could not be replicated in a testing environment as it is based on operational circumstances and the difficulty to remove could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported complaints appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified subclavian artery. An 8.0 x 39 mm omnilink elite stent delivery system was being advanced to the lesion when it could not cross and the stent struts were damaged. The device was removed and an 8 x 39 mm omnilink elite was successfully used to complete the procedure. Reportedly, there was resistance with the sheath when the device was removed from the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.